Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient  has allowed his ipg to get over discharged three times and (the device) is currently "dead". He states because his legs are currently numb and he has no feelings in either one of them, he no longer requires his scs; however, it was working well for him when he did need it in the past. Additional information from rep stated that patient states disease progression is causing his numbness and no feeling in legs, u(n) related to scs. Pt's managing physician and implanting physician are no longer inpractice so neither physician nor account unable to provide information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.